Event description:
It was reported that during a cardiovascular implantable electronic device (cied) replacement operation when attempting to perform m easurements with the analyzer before connecting with new cied, a warning stating loss of communication was displayed on the programmer screen. Troubleshooting steps were attempted to remove and reinsert the analyzer, but the issue was not resolved. It was further noted that during follow up, troubleshooting steps were attempted and a similar screen was displayed when the programmer was started with the analyzer. The screen did not change even after a restart. When the power was turned off and the analyzer was removed and connected again, a message was displayed that indicated the analyzer was running out of battery. When the continue button was pressed on this screen, the analyzer operated normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.